Event description:
It was reported via repair work order that the jack could not fully lower or raise due to a damaged pump tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.